Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs two devices, one appears to be intact. And the other has an opening. Are not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: ruptured implant.

Event description:
Healthcare professional reported left side "small simple cysts" and "intra capsular rupture." Device remains implanted.